Event description:
The end user reported that, upon arrival at the hospital with a critically ill, motor vehicle accident, patient, the stretcher became stuck in the fastening system (power f2 s/n (B)(6), and the power features were not operational. The crew attempted manual release but were unsuccessful, so a hospital bed was brought to the ambulance, and the patient was lifted from the stretcher and transferred into the hospital. The patient was reported to be experiencing a cardiac event. It was reported the following day that the patient passed away. The end user reported that the issue resulted in a delay of treatment and transport into the hospital facility. There have been no medical allegations that the delay contributed to the patient's outcome.

Manufacturer narrative:
The end user's stretcher and fastening system were returned to the manufacturer for evaluation. Visual and functional testing was conducted. Manual operation of both the stretcher and fastening system was tested multiple times and operated as intended. The reported issue of the stretcher becoming stuck in the fastening system was able to be duplicated; however, the manual release operated as intended releasing the stretcher from its position. A replacement stretcher and fastening system were provided to the end user, who confirmed they were operating as intended.